Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was assisted with performing self-test and radio frequency alarm occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage was found on the motor noted. Unable to perform self-test, operating currents, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm rf pic failed alarm due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.